Event description:
It was reported by the customer that a bd pyxis medbank system released a pocket containing dexamethasone instead of oxycodone the intended medication. The customer also stated that the required medication bin spot was empty, and they could not find it in any other place. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-feb-2022 to 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication could not be issued in the storage bin, a technical service engineer found that storage space configurational issue and reported that the customer was able to stock the required medication into the correct location. Investigation will be carried out for the missed cubie from the drawer. The system functioned as intended after the technical support specialist accessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the customer support specialist was able to stock the required medication into the correct location. Investigation will be carried out for the missed cubie from the drawer. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medbank system released a pocket containing dexamethasone instead of oxycodone the intended medication. The customer added that the required medication bin spot was empty and they could not find it in any other place. There were no adverse events or injuries reported based on this event.